Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital for a pocket revision procedure. The patient was noted to have lost weight, leading to protrusion of the implantable cardioverter defibrillator without erosion. The physician repositioned the device during procedure on (B)(6) 2020. The patient experienced no adverse consequences.